Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was deflated during patient use and the whole system came out without obtaining hemostasis when the 6f cordis sheath and device were pulled back. Manual compression was done to close the access site. There was no reported patient injury. The product was stored and prepped per instructions for use (IFU) and opened in a sterile field. The balloon was tested before use and seemed that the balloon inflated fine. The doctor hooked the mynx onto the 6f cordis sheath and when pulling back, the balloon was deflated. The femoral artery¿s suitability verified on angiography including the insertion angle (30-45 degrees) of the 6f cordis sheath vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an intervention of the superior femoral artery (sfa) with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button #1 and button #2 were not depressed. The syringe was attached with the device. The stopcock was set in the opened position. The catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi) locked onto the sheath catch. The stopcock was set in the opened position. The sealant remained in the manufactured position, fully covered by the sleeves. The balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed with the balloon. Note: due to the manipulation and water saturation during the product evaluation, the sleeves were kinked, which exposed the sealant. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and a pin hole was observed. Note: due to the manipulation and water saturation during the product evaluation, the sleeves were kinked, exposing the sealant. The product history record (phr) review of lot f2301202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (mild vessel tortuosity, and mild presence of calcium in the vicinity of the puncture site) and/or concomitant device factors most likely contributed to the reported event since this type of rip is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2301202 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was deflated during patient use and the whole system came out without obtaining hemostasis when the 6f cordis sheath and device were pulled back. Manual compression was done to close the access site. There was no reported patient injury. The product was stored and prepped per instructions for use (IFU) and opened in a sterile field. The balloon was tested before use and seemed that the balloon inflated fine. The doctor hooked the mynx onto the 6f cordis sheath and when pulling back, the balloon was deflated. The femoral artery¿s suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f cordis sheath vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an intervention of the superior femoral artery (sfa) with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.